Manufacturer narrative:
Investigation pending.

Event description:
Pt alleges discrepant results with meter compared to lab: date: (B)(6) 2010, inratio2: 3.2, lab: 1.9. Two hours between results. Pt's target therapeutic rane is 2.0-3.0.